Event description:
Dexcom g6 sensor inaccuracy: 8:58am g6 reading 74, finger stick reading is 115. That is an absolute relative difference of 35.7%! Dexcom does not follow up on product support requests and refuses to replace sensors which have failed. Please hold these scammers accountable.